Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular pacing lead was beyond the expected upper range. It also indicated the impedance on the superior vena cava defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the patient presented to the hospital after hearing an alert tone. The right ventricular (rv) lead had high shock coil impedances momentarily which then returned to normal. Review of performance data indicated high superior vena cava (svc) coil and rv coil impedances. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.